Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch:t00005504.

Event description:
It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed lead migration. As a result, surgical intervention was undertaken on 15 december 2023 where the lead was replaced to address the issue. It is unknown which lead had migrated.